Manufacturer narrative:
E3: occupation: technical manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the device showed tortuosity and fracture in its release system when attempting to advance into the artery resulting in unsuccessful hemostasis of the 8 french angio-seal. The procedure was completed with another device of the same brand and model. The type of procedure performed was hemostasis. There was no blood loss. The reported event did not result in patient injury and/or require medical or surgical intervention.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included device packaging, hemostasis sheath, arteriotomy locator, carrier tube, and guidewire. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in the forward lock position. The bypass tube was found to have been dislodged and the anchor was visible at the distal tip. The sheath and locator were returned fully mated and kinked at the blood inlet hole of the assembly. The sample was returned for evaluation, and a kink was noted at the blood inlet hole of the sheath and locator assembly. The complaint can then be confirmed for a kinked sheath and locator assembly. The exact root cause could not be determined. The likely cause was determined to have damage sustained to the sheath and locator assembly as the assembly was attempted to inserted into the artery. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of 21jul2025, the sample was not returned for evaluation. If the sample is ever received, then the complaint will be reopened and updated accordingly. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).